Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain"), polycystic ovaries ("polycystic ovarian syndrome") and genital haemorrhage ("abnormal bleeding (general)") in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hypothyroidism, polycystic ovary and elbow fracture (surgery). Previously administered products included for birth control: alesse from 2006 to (B)(6) 2009 and yaz in 2006. Concurrent conditions included overweight. On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("abnormally severe menstrual pain / dysmenorrhea (cramping)"), vaginal infection ("chronic vaginal infections / vaginal infection") with vaginal discharge, dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), weight increased ("weight gain"), allergy to metals ("nickel allergy") and weight decreased ("weight loss"). In (B)(6) 2014, the patient experienced polycystic ovaries (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain lower ("severe lower abdominal pain"), back pain ("severe lower back pain / back pain"), menorrhagia ("abnormally heavy menstrual bleeding"), dysgeusia ("metallic taste in mouth"), ovarian cyst ("ovarian cysts"), rash ("rashes"), dry skin ("dry skin/ patches of skin resembling burn marks"), fatigue ("chronic fatigue"), abdominal pain ("abdominal cramping / abdomen pain") and uterine pain ("uterine pain"). The patient was treated with surgery (hysterectomy, bilateral salpingectomy to remove the essure device) and surgery (bilateral oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage and dysmenorrhoea was resolving and the polycystic ovaries, abdominal pain lower, back pain, menorrhagia, dysgeusia, ovarian cyst, vaginal infection, dyspareunia, rash, dry skin, fatigue, weight increased, abdominal pain, allergy to metals, weight decreased and uterine pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, back pain, dry skin, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, ovarian cyst, pelvic pain, polycystic ovaries, rash, uterine pain, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: on (B)(6) 2017, plaintiff underwent a bilateral oophorectomy, during which both her ovaries were removed. Since her removal surgery, plaintiff´´s symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29 kg/sqm. On (B)(6) 2009, hysterosalpingogram test showed, confirming full occlusion of fallopian tubes and tubal occlusive devices are demonstrated bilaterally. There is no evidence of tubal patency. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received - new event "abnormal bleeding (general), nickel allergy, weight loss, uterine pain" were added. New reporter were added. Lab data was updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain"), polycystic ovaries ("polycystic ovarian syndrome") and genital haemorrhage ("abnormal bleeding (general)") in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hypothyroidism, polycystic ovary and elbow fracture (surgery). Previously administered products included for birth control: alesse from 2006 to (B)(6) 2009 and yaz in 2006. Concurrent conditions included overweight, spotting vaginal (sporadic spotting.), shooting pain, redness, constipation, diarrhea, dyspnea, leiomyoma nos, chronic cervicitis (with squamous metaplasia.), nabothian cyst and retroverted uterus. Concomitant products included ibuprofen (motrin), levothyroxine sodium (synthroid) and metformin. On 29-may-2009, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("abnormally severe menstrual pain / dysmenorrhea (cramping)"), vaginal infection ("chronic vaginal infections / vaginal infection") with vaginal discharge, dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), weight increased ("weight gain"), allergy to metals ("nickel allergy") and weight decreased ("weight loss"). In april 2014, the patient experienced polycystic ovaries (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain lower ("severe lower abdominal pain"), back pain ("severe lower back pain / back pain"), menorrhagia ("abnormally heavy menstrual bleeding"), dysgeusia ("metallic taste in mouth"), ovarian cyst ("ovarian cysts"), rash ("rashes"), dry skin ("dry skin/ patches of skin resembling burn marks"), fatigue ("chronic fatigue"), abdominal pain ("abdominal cramping / abdomen pain"), uterine pain ("uterine pain") and adnexa uteri pain ("pain came back in ovaries about 6 months after removal"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy, lysis of adhesions,) and surgery (bilateral oophorectomy). Essure was removed on 30-sep-2015. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia and adnexa uteri pain had resolved and the polycystic ovaries, abdominal pain lower, back pain, menorrhagia, dysgeusia, ovarian cyst, vaginal infection, rash, dry skin, fatigue, weight increased, abdominal pain, allergy to metals, weight decreased and uterine pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, allergy to metals, back pain, dry skin, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, ovarian cyst, pelvic pain, polycystic ovaries, rash, uterine pain, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: on 05-jun-2017, plaintiff underwent a bilateral oophorectomy, during which both her ovaries were removed. Since her removal surgery, plaintiff´´s symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29 kg/sqm. On (B)(6) 2009, hysterosalpingogram test showed, confirming full occlusion of fallopian tubes and tubal occlusive devices are demonstrated bilaterally. There is no evidence of tubal patency. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dyspareunia, allergy to metals, abdominal pain lower, most recent follow-up information incorporated above includes: on 3-aug-2018: pfs received an event " pain came back in ovaries about 6 months after removal" is added. Outcome of event "pain, bleeding, cramping, painful sexual intercourse" are recovered. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and polycystic ovaries ("polycystic ovarian syndrome") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2014, the patient experienced polycystic ovaries (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe lower abdominal pain"), back pain ("severe lower back pain"), dysmenorrhoea ("abnormally severe menstrual pain"), menorrhagia ("abnormally heavy menstrual bleeding"), dysgeusia ("metallic taste in mouth"), ovarian cyst ("ovarian cysts"), vaginal infection ("chronic vaginal infections") with vaginal discharge, dyspareunia ("painful intercourse"), rash ("rashes"), dry skin ("dry skin/ patches of skin resembling burn marks"), fatigue ("chronic fatigue"), weight increased ("weight gain") and abdominal pain ("abdominal cramping"). The patient was treated with surgery (hysterectomy, bilateral salpingectomy to remove the essure device) and surgery (bilateral oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, polycystic ovaries, abdominal pain lower, back pain, dysmenorrhoea, menorrhagia, dysgeusia, ovarian cyst, vaginal infection, dyspareunia, rash, dry skin, fatigue, weight increased and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, dry skin, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, ovarian cyst, pelvic pain, polycystic ovaries, rash, vaginal infection and weight increased to be related to essure. The reporter commented: on (B)(6) 2017, plaintiff underwent a bilateral oophorectomy, during which both her ovaries were removed. Since her removal surgery, plaintiff's symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: confirming full occlusion of fallopian tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.